Manufacturer narrative:
(B)(4). Customer complained about pump having an unexpected rewind error and retainer ring found on event date (B)(6) 2022. The passed the following test: displacement test, self-test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test, sleep current measurement , active current display. P-cap was attached and lock into place properly. Pump was cut open to perform visual inspection and no physical or moisture damage was found at the electronic assemblies, force sensor or motor. The following were noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, cracked retainer. The unit was successfully downloaded using thus. In pump alarm history and file history, no alarms were detected on event date. No abnormal rewind anomalies were or alarms were noted during testing. Motor was tested outside of the device and passed. Cosmetic damage was confirmed at retainer ring, an unexpected error message was not confirmed during testing. Additional cosmetic damage was noted on unit. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had issue and keep asking rewinding. No harm requiring medical intervention was reported. The device will be returned for analysis.